Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the display was not readable. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report an inability to read the display. No error codes/error messages were encountered by the customer, and no accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse informed the customer that the first-generation liquid crystal display (lcd) and lcd cable were no longer available, advised the customer to upgrade to a second-generation lcd, and provided the customer with the part number and price of the second-generation user interface (ui) assembly for repair and advised the customer to check that the software version is 2.1 or higher for compatibility. Based on the information provided, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.